Event description:
The facility's tech reported an infusion pump with failure code 73. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.